Event description:
William a gray a polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "6 patients in the zilver ptx group experienced stent thrombosis." Specific site location is unknown. 7 us sites are referenced in the article. However, as patient level data is not reported it is unknown if the events occurred in the us or at which us site. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as patients in the zilver ptx group experienced stent thrombosis within a clinical study where re-intervention was probably most likely performed. There are 7 potential us sites referenced in the article. However as patient level data has not been provided for it is unknown how many patients from which sites experienced the reported adverse event.

Manufacturer narrative:
Device evaluation this file is related to a number of complaint files. Each file resulted from the attached literature article. Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. This file is directly related to (B)(4). The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that arterial thrombosis is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided within the literature article it is known that the study enrolled ¿patients with symptomatic lower-limb ischemia which manifested as claudication (rutherford category 2, 3 or 4) with atherosclerotic lesions in the native superficial femoral artery or proximal popliteal artery.¿ of the ptx study group (n=156) only 22 patients had never smoked while the smoking status of 03 patient¿s was unknown. 03 patients presented with type I diabetes whilst 64 patients had type ii. 118 patients had a medical history of hyperlipidaemia, 133 patients had a history of hypertension, 70 patients reported with coronary artery disease (cad), 27 patients had a history of myocardial infarction, 12 patients had congestive heart failure and 11 patients had a history of renal insufficiency. It is possible that the patient¿s pre-existing conditions caused and/or contributed to the event of thrombosis. Summary the complaint is confirmed based on customer testimony. It is unknown if any intervention was performed in this case. The effects to the patient (if any) are also unknown. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [2018 - gray_-_a_polymer-coated_paclitaxel-eluting_-eluvia-_versus_a_polymer-free.pdf].

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 7 us sites from the article as follows: (B)(6).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "6 patients in the zilver ptx group experienced stent thrombosis." Specific site location is unknown. 7 us sites are referenced in the article. However, as patient level data is not reported it is unknown if the events occurred in the us or at which us site.